Manufacturer narrative:
The device ro15046 has been inspected for investigation purpose. The tests performed confirmed that a new support arm needed to be installed. The new support arm has been installed.

Event description:
During an intervention performed on customer site by our field engineer, it was identified that the articulated arm was non-functional. There was no patient involvement reported.

Manufacturer narrative:
During the review of all complaints associated with field action, it was identified that this complaint is related to (B)(4) implementation, this is a record of the action performed as part of the fsca/recall actions and not a complaint. This action is part of correction at customer site. Therefore this is not a reportable complaint.